Event description:
While performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the checkpoint was inadvertently left in the pt's bone.

Manufacturer narrative:
As part of normal complaint follow-up, an eval has been performed with regard to this event. Removing hardware is the responsibility of operating room staff; therefore, the device was not the cause of this issue. The surgeon has taken the necessary precautionary measures to prevent recurrence of this issue. The surgeon is not concerned about additional adverse events nor has he altered follow-up plan for this pt. The checkpoint is a sterile device and is manufactured from implantable grade materials.